Event description:
We have been informed that during insertion of silicone oil into the eye, the inserted hose came apart (this hose is expressly approved by the manufacturer for the insertion of oil with the associated machine). Due to the pressure drop in the system, the eye became soft, the oil had to be changed and the duration of the operation and anesthesia was prolonged. Similar problems have occurred repeatedly with the product, although it is explicitly approved for the input of silicone oil approved for use with silicone oil. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
The reported defect was confirmed. An investigation as to the (possible) root cause is still ongoing. No actions have yet been implemented. A supplier corrective action request (scar) is initiated. As part of the scar, an investigation will be performed by the supplier.

Manufacturer narrative:
Since the involved vfi tube was not returned to dorc, no physical examination could be performed to confirm the reported failure or to determine its cause. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the product is performing within anticipated rates, further actions are deemed not required at this point. Complaints will be closely monitored to identify any significant adverse trends. A customer visit is scheduled to obtain more information on the circumstances when this occurs and to assure that complaint products will going forward be returned.

Event description:
We have been informed that during insertion of silicone oil into the eye, the inserted hose came apart (this hose is expressly approved by the manufacturer for the insertion of oil with the associated machine). . Due to the pressure drop in the system, the eye became soft, the oil had to be changed and the duration of the operation and anesthesia was prolonged. Similar problems have occurred repeatedly with the product, although it is explicitly approved for the input of silicone oil approved for use with silicone oil. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during insertion of silicone oil into the eye, the inserted hose came apart (this hose is expressly approved by the manufacturer for the insertion of oil with the associated machine). . Due to the pressure drop in the system, the eye became soft, the oil had to be changed and the duration of the operation and anesthesia was prolonged. Similar problems have occurred repeatedly with the product, although it is explicitly approved for the input of silicone oil approved for use with silicone oil. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.